Manufacturer narrative:
A lumenis service engineer confirmed that the handpiece "did not work at first use". Although no injury was reported and no medical intervention was reported to be required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient : MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly. Lumenis initiated CAPA #(B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that their lumenis versacut tissue morcellator "didn't move". No report of patient injury or complications reported as a result of this event. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; the complaint file and MDR will be updated accordingly.